Manufacturer narrative:
(B)(4). The technical support engineer (tse) spoke with the customer over the phone. The tse recommended running the ventilator to try and duplicate the malfunction. The customer reported that they evaluated the ventilator and could not duplicate the reported malfunction. The device passed all testing and was placed back in service.

Event description:
It was reported that during patient use, a ventilator went inoperative. There was no report of patient harm as a result of this event.